Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer stated that the insulin pump had open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Updated narrative: medtronic legal received information from the attorney of the family on (B)(6), 2021 regarding possible over delivery of insulin on the insulin pump. Customer was in a vehicular accident while on pump therapy on (B)(6), 2020. The alleged accident was possibly due to low blood glucose. The customer was using minimed 670 g series insulin pump. The customer refused to return the device with sn (B)(4) due to the ongoing legal case.